Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the provisional fractured during a knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. The tasp was returned and examination of the returned part determined that returned tasp has fractured on the lateral side of the post. All pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.